Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the shaft of the catheter was nicked inside the pocket, and bleeding at the red plug was occurring. Bone wax and tegaderm applied to site that is bleeding until the impella 5.5 was replaced.